Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Primary surgery took place in 2000. This is 2 of 2 reports being filed for the same patient (reference 1822565-2017-00751 / 00753 ).

Event description:
It is reported that the patient underwent right shoulder revision surgery for unknown reasons approximately 17 years post-implantation. The humeral head and humeral stem were removed and replaced with components for a reverse shoulder.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical product: zimmer fenlin shoulder stem, catalog #unk, lot #unk. Reported event was confirmed by review of x-rays provided. X-ray reviewer stated "overall, most of bone mineralization is adequate; however, lucent zone is noted surrounding cement in the proximal portion of the metallic stem--i.e. In the femoral neck. Periprosthetic lucency is commonly an indication of regional osteopenia, which can suggest weakening of the bone, and is commonly caused by either loosening or infection." Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Review of the complaint history determined that no further action(s) is/are required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.